Event description:
Five minutes into treatment, the venous line disconnected from the tesio catheter. Blood loss 200ccs. Pt completed treatment and was discharged in stable condition, no add'l adverse effects. MDR filed due to bloodloss only.